Event description:
The contact noticed that segments were missing on the customer's elite meter. The customer was medicating herself based on the meter readings, but no adverse events were alleged due to missing segments. The meter is to be returned for evaluation, and a new contour meter will be sent.